Manufacturer narrative:
Concomitant medical products- model: 1888tc, competitor lead; implanted: (B)(6) 2015. Model: 5867-3m, lead end cap; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high threshold, no capture, noise and a lead fracture was confirmed, resulting in the patient receiving inappropriate therapy. A lead revision was attempted but the left subclavian vein was completely occluded. The lead was capped/abandoned, and a new lead implanted three days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had triggered an alert for out-of-range/high pacing impedance. No patient complications have been reported as a result of this event.